Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the wearing of the aligners has caused them to have a root canal, infection/abscess, mobility issue and recession of their gums. They were treated by their dentist, having a root canal done due to the infection/abscess to the area. The aligners has also cause mobility issue to their top front tooth, gum recession and pain; which they can no longer wear the aligners despite following all the advice that was provided to them.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.